Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 292-360 (mg/dl). Reportedly, the customer believes the pump is not properly delivering insulin. Boluses and manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, it was noted that multiple occlusion alarms occurred and site had been in use for 5 days. The luer lock was also slightly loose. A system check was performed and 5 unit bolus was delivered and no occlusion alarm annunciated. The customer later reported that their bg levels decreased by 100 points.